Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during slow continuous ultrafiltration therapy with a prismaflex machine and two prismaflex sets, an extremely negative access pressure occurred. The prismaflex set had to be changed twice due to unresolvable access issues. Two circuits of blood were lost. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.